Manufacturer narrative:
MFR received date: 23 sep 2019. Date of report received: 24 sep 2019. The manufacturer¿s international service technician could not confirmed the reported blower temperature issue. However the occurrence of check vent error 1122 (blower temperature high) was confirmed in the error record. The manufacturer¿s international service technician replaced the blower assembly to prevent recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 11oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the blower assembly passed all testing. A high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported a "check vent: blower temperature high" occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.